Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02981. It was reported that the patient experience autoreducing due to high impedance. The patient reported switching programs but the issue was still present. A field representative met with the patient and found high impedances on one lead. As a result, the patient underwent surgical intervention in which the lead with high impedances was replaced. Note: it is unknown to the manufacturer which lead was explanted and replaced, therefore both leads are being reported.

Event description:
Based on information obtained, effective therapy was restored to the patient.